Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they change their site every 3 to 4 days. Customer performed and passed the high pressure test. Customer was advised to follow up with their healthcare provider in regards to their blood glucose levels.